Event description:
A medtronic representative reported that, while in a procedure, a right lumbar tactile probe was damaged. The instrument tip was reported to have been bent after use in 6 or 7 surgeries. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot # and manufacture date now provided.

Manufacturer narrative:
The site declined to provide patient identifier and weight per (B)(4) privacy laws. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been returned to manufacturer for evaluation. Return not expected.